Event description:
Per the clinic, the patient developed a post-operative infection resulting in fixture loss. It is unknown if there are plans to reimplant the patient with another device as of the date of this report, (B)(6), 2012.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Corrections: the correct patient identifier is (B)(6); not (B)(6) as previously reported. The correct date of event is (B)(6) 2012; not (B)(6) 2012, as previously reported. The correct catalog number of the device is 92127; not 92126 as previously reported. This report is filed (B)(4) 2012.

Manufacturer narrative:
This report is filed (B)(4) 2013.